Event description:
It was reported that, "the pt experienced pain in the leg so the physician performed a revision hip surgery. The surgeon discovered wear on the acetabular cup as well as the femoral head."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9616680-2011-00654.